Manufacturer narrative:
The fenestrated bipolar instrument has been received for failure analysis evaluation; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument gripper was damaged, and the internal cables within the gripper broke. A piece of this cable was recovered from the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the fragment was retrieved using laparoscopic forceps after observing that a single strand had come loose from the clamp. Confirmation that all fragments were retrieved was achieved by carefully inspecting the clamp and visually noting that the detached strand was accounted for during removal. No post-operative tests such as x-rays or ultrasounds were performed to check for additional fragments, nor is there any known record of the patient returning to the hospital with complications related to retained foreign objects. There were no reported injuries or complications resulting from this issue, and no additional surgical procedures were required to remove the fragment; it was managed during the initial operation. The fragment was disposed of immediately as the team was uncertain how to proceed regarding its return to intuitive surgical, and thus it will not be sent back for further analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.